Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. A flexiva ID 200 laser fiber was returned kinked and broken. The returned piece measured approximately 55.0 cm from the top of the connector to the break. Visual examination of the tip was unable to be performed. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this manufacturer report pertains to the first of two flexiva ID 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on november 19, 2018 that two flexiva ID 200 laser fibers were opened for use in a ureteroscopy procedure performed on (B)(6) 2018 . According to the complainant, during preparation, the laser fibers were noted to have a cracked on the body and aiming beam was visible on the cracked part. The laser fibers were barely attached at the break and it eventually broke. The procedure was completed with a third flexiva ID 200 laser fiber. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two flexiva ID 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018, that two flexiva ID 200 laser fibers were opened for use in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fibers were noted to have a cracked on the body and aiming beam was visible on the cracked part. The laser fibers were barely attached at the break and it eventually broke. The procedure was completed with a third flexiva ID 200 laser fiber. There were no patient complications as a result of this event.